Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted sig hp rev tc3 box trial sz5 confirms the jack pin has broken. The investigation could not draw any conclusions about the root cause of the breakage. It is unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. It is stated in the technique to not over-loosen the hex screw when disassembling the femoral trial construct, as the screwdriver does not limit torque in the reverse direction. Based on the inability to conclusively identify a root cause, no corrective action is being taken. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The box trial was noticed to be broken upon receipt of the instrument.